Event description:
The customer reports the device receives errors on the device and therapy and pacer failures occurring on the device as well. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reports the device receives errors on the device and therapy and pacer failures occurring on the device as well. There was no reported patient involvement. This complaint is still being investigated. A follow-up report will be submitted once the investigation is completed.